Event description:
It was reported that few hours after a left transcarotid artery revascularization (tcar) procedure, the patient experienced slurred speech. The patient's symtom resolved within two days. No medical intervention was required to address the issue. While the exact stroke etiology is unknown, the clinical outcome is typically associated with an embolic stroke. At this time, it is unknown if the reported event is related to procedural issues, patient resistance or non-compliance to medication, or a silk road medical device failure, hence, the event will be reported out of abundance of caution.

Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of the manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred; the cause of the post-operative complication is unknown, therefore, the complaint will be reported out of abundance of caution. Complaints will continue to be reviewed and monitored for trends. A supplemental MDR will be submitted if additional information is received.